Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), breast pain ("no more sore boobs"), migraine ("migraines"), abdominal distension ("bloating"), dysgeusia ("metallic taste in my mouth") and headache ("headache") and was found to have weight decreased ("I have lost 22 lbs/lost 19ibs") and weight increased ("gaining more and more weight"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and weight increased outcome was unknown and the arthralgia, migraine, weight decreased, abdominal distension, dysgeusia and headache had resolved. The reporter considered abdominal distension, arthralgia, breast pain, dysgeusia, headache, migraine, pelvic pain, weight decreased and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event gaining more and more weight, bloating, metallic taste in my mouth, headache was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had hysterectomy') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced arthralgia ("hip pain"), breast pain ("no more sore boobs") and migraine ("migraines") and was found to have weight increased ("I have lost 22 lbs"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown and the arthralgia, migraine and weight increased had resolved. The reporter considered arthralgia, breast pain, medical device removal, migraine and weight increased to be related to essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had hysteroctomy') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced arthralgia ("hip pain"), breast pain ("no more sore boobs") and migraine ("migraines") and was found to have weight decreased ("I have lost 22 lbs"). The patient was treated with surgery (hysteroctomy). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown and the arthralgia, migraine and weight decreased had resolved. The reporter considered arthralgia, breast pain, medical device removal, migraine and weight decreased to be related to essure (ess205). Amendment: the report was amended for the following reason: upon internal review, the event I have lost 22 lbs was recoded to weight loss. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), breast pain ("no more sore boobs") and migraine ("migraines") and was found to have weight decreased ("I have lost 22 lbs"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown and the arthralgia, migraine and weight decreased had resolved. The reporter considered arthralgia, breast pain, migraine, pelvic pain and weight decreased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: pain. Reporter was added. Event medical device removal deleted and surgery added to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.